Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge failed due to software issue. Field service engineer recovered refrigerator using a126 key & proper restart order of devices to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge broken and unable to open. The customer reported that users were unable to remove medications from fridge while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.